Manufacturer narrative:
The reported field event of failure to alert of eri was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
New information noted that patient was stable. Patient was monitored until pacemaker reached eri. The device was explanted due to normal eri.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient present via remote transmission. Review of transcripts revealed that the pacemaker had low voltage indicating the device had reached elective replacement indicator (eri). However, there was no alert for eri. Device replacement was schedule.